Manufacturer narrative:
This report is for an unknown helical (pre-contoured) narrow 4.5mm large fragment lcp plate (plate/screw construct)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: beeres, f.j.p. Et al. (2020), minimally invasive double-plating osteosynthesis of the distal femur, operative orthopädie und traumatologie, vol. Xx, pages 1-13 (switzerland) the objective of this study is to present the technical description of minimally invasive double-plating of the distal femur. Between 2015 and december 2018, 5 patients who had reoperation of the distal femur due to (infected) non-union or hardware failure underwent minimally invasive double-plating as a salvage procedure. All patients were male with a mean age of 39 (±12 sd) years. The implant used was a helical (pre-contoured) narrow 4.5mm large fragment lcp plate (synthes, (B)(4)). The following complications were reported as follows: 1 patient had a fracture-related infection for which all material was removed after 14 days; this was followed by fracture stabilization with an antegrade femur nail and plate augmentation. This is report 1 of 1 for (B)(4). This report is for an unknown synthes helical (pre-contoured) narrow 4.5mm large fragment lcp plate (plate/screw construct).